Event description:
The customer reported the c-arm displays a low ma error message. No patient injury was reported. The customer switched out the c-arm.

Manufacturer narrative:
The ge service rep reseated the gib, ffb, and hv supply regulator. He checked the main batteries and inspected the interconnect cable. Unable to duplicate errors.